Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case.

Event description:
Edwards received notification from our affiliates in spain. As reported, this was a case of an implant of a 26mm sapien 3 valve in aortic position. The patient presented with bulky calcification in the native annulus. During valve deployment, the balloon of the commander delivery system burst resulting in a misplacement of the 26mm sapien 3 valve in the annulus. A second 26mm sapien 3 valve was successfully implanted. The patient outcome was good. As per medical opinion, the root cause of the event could be related to the bulky calcification that patient had in the native annulus.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. Also, corrected b1, b2, and h1. The returned device showed a radial balloon burst that was confirmed at the distal shoulder of the inflation balloon area. There was no missing balloon material. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon burst was confirmed by visual inspection of the returned device. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. Therefore, no device history record or lot history are required. An existing edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, ''the patient presented a bulky calcification in the native annulus. During procedure, while deploying the valve, the balloon of the commander delivery system burst resulting in a misplacement of the 26mm sapien 3 valve in the annulus''. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst. No further actions are required. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2023-11606.